Manufacturer narrative:
Initial reporter was getinge technician. Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 1st august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was discovered during preventive maintenance the paint was chipping from fork and the cover was missing on the spring arm. The issues were confirmed by photograhic evidence. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was discovered during preventive maintenance the paint was chipping from fork and the cover was missing on the spring arm. The issues were confirmed by photographic evidence. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 1st august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was discovered during preventive maintenance the paint was chipping from fork and the dust cover was missing. The designated complaint unit employee confirmed mentioned issues based on photographic evidence and found out the paint was also chipping form headlight and spring arm and the protective film was damaged with missing particles. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 500. It was discovered during preventive maintenance the paint was chipping from fork and the dust cover was missing. The designated complaint unit employee confirmed mentioned issues based on photographic evidence and found out the paint was also chipping form headlight and spring arm and the protective film was damaged with missing particles. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The possible root causes of missing dust cover are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 1st august, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was discovered during preventive maintenance the paint was chipping from fork and the dust cover was missing. The designated complaint unit employee confirmed mentioned issues based on photographic evidence and found out the paint was also chipping form headlight and spring arm and the protective film was damaged with missing particles. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.